Event description:
It was reported that there was an under infusion of ancef. The clinician reported fluid remaining in the medication syringe after the infusion was supposed to have been completed. This was reported to bd representatives during an on-site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative root cause: the root cause for the reported issue of an under infusion (ancef) was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of ancef. The clinician reported fluid remaining in the medication syringe after the infusion was supposed to have been completed. This was reported to bd representatives during an on-site visit. There was patient involvement but no harm.